Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as there being an issue with the cleanliness of patient's surroundings. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with an unknown antibiotic for two days (route, medication, dosage, and frequency not reported) for the peritonitis event. Beginning five days after onset, the patient was treated with cipro 500 milligrams orally daily (duration not reported) for the peritonitis event. Antibiotic treatment with cipro was ongoing. Dianeal therapy was ongoing. After two days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. The patient was not retrained on the proper aseptic technique at the time of this report, but the care plan was to retrain the patient on the proper aseptic technique on a follow-up visit to the clinic. No additional information is available.